Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard unit from lot 9122991 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle tip had pierced through the catheter tubing leaving a v-shaped cut. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the unit was returned outside of its original sealed packaging the engineer was unable to identify a definitive root cause for this defect.

Event description:
It was reported that prior to use a hole was discovered in the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: it was opened the device in order to use in the patient and the silicone tip was damaged, with a hole. The silicone that covers the needle.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use a hole was discovered in the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was opened the device in order to use in the patient and the silicone tip was damaged, with a hole. The silicone that covers the needle.